Event description:
I had left knee replacement surgery at (B)(6) hosp, (B)(6), performed by dr. (B)(6). Dr. (B)(6) used a depuy knee insert. The replaced joint caused ongoing pain, knee swelling, popping noises and to this day, causes major pain when walking. Because of ongoing pain, I can no longer work, am no longer mobile, cannot exercise which has led to weight gain. I am in the process of coordinating with another orthopaedic surgeon to again have the knee joint replaced. F/u therapy for several weeks.